Event description:
Facility alleged that an uno 102 mobile lift "flipped" while moving a patient into bed. No injury was alleged to patient. Staff member alleged a back injury, no medical intervention was needed.

Manufacturer narrative:
Local distributor visited the facility and found the following: when shown a demonstration of the action taken at the time of the alleged incident, the lift was positioned to the side of the chair instead of straight on. When attempting to position the patient, the leg of the lift would not move, because of the location of the lift. Staff member at this point decided to do a side transfer from the chair to the bed. During the transfer process the lift tipped over, became top heavy and tipped over striking the staff member. Staff member alleged a back injury, no medical intervention was required. Distributor found the lift to be in working condition and it was returned to service. Training was provided to the staff for proper lifting procedures.